Event description:
Baxter australia reports leak in transfer set around twist clamp area. This only occurs when the transfer set is in the vertical position. Noted during use with no pt injury or medical intervention required.